Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer, guided by technical support, took several corrective steps including disconnecting and adjusting the tubing, and eventually identified a blockage in the cartridge as the cause of the occlusion. The customer then changed the necessary supplies and resumed insulin therapy.